Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 48 mg/dl. Customer reported a low blood glucose during change sensor alert. Customer continued troubleshooting of the change sensor alert. Customer stated that, the sensor glucose was 70 mg/dl and blood glucose was in 40s mg/dl and received a low alert. Customer reports they have not tried multiple sensors. Customer advised to monitor the pump as system may recover and to call back if further assistance is needed. The insulin pump will not be returned for analysis.